Manufacturer narrative:
H.6. Investigation conclusions- conclusion 61 added. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) states that, as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These procedure related complications include, but are not limited to, trauma to the vessel wall (including rupture or dissection) and/or death. Device related complications and adverse events can occur when using any endovascular device. These device related complications include, but are not limited to, vessel wall trauma and/or rupture. Furthermore, the IFU states that, to reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart) should approximate the diameter of the vessel just proximal and distal to the stenosis. Overstretching of the artery may result in rupture and life threatening bleeding.

Manufacturer narrative:
D.2. Product code/common device name updated. H.6. Type of investigation: code 3331/ investigation findings: code 213 - clarification - a review of the manufacturing records for all devices verified that the lots met all pre-release specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Three additional devices were used during the same procedure. The devices were overlapped and treating the same anatomical location. Additional devices included on this report are as follows: catalog #bxa082901j/ serial #(B)(4)/ UDI # (B)(4). Catalog #bxa083901j/ serial #(B)(4)/ UDI #(B)(4). Catalog #bxa085901j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) states that, as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These procedure related complications include, but are not limited to, trauma to the vessel wall (including rupture or dissection) and/or death. Device related complications and adverse events can occur when using any endovascular device. These device related complications include, but are not limited to, vessel wall trauma and/or rupture. Furthermore, the IFU states that, to reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart) should approximate the diameter of the vessel just proximal and distal to the stenosis. Overstretching of the artery may result in rupture and life threatening bleeding .

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal pseudoaneurysm. An endoconduit technique was used to make a secure access site on the patient's left side. For the endoconduit technique, gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device bxa085901j was placed proximally, and vbx device bxa082901j was placed distally in the patient's left external iliac artery. Post-ballooning was performed using a boston mustang 8mm pta balloon. During ballooning, vessel damage occurred at the implant site in the patient's left external iliac artery. The patient's blood vessels were reported as severely calcified. It was reported that excessive post-ballooning may have caused the vessel damage. It was also noted by the product specialist that the vbx devices looked expanded larger, and may be associated with the damage. The specific cause of vessel damage was unable to be determined as the bleeding was controlled with the vbx devices a 16fr gore® dryseal flex introducer sheath was inserted from the endoconduit access site, but was unable to be advanced. With multiple insertion attempts, the distal vbx device was unintentionally moved proximally. Bleeding (amount unknown) occurred from the site of vessel damage. The physician reported that the introducer sheath was forcefully inserted, and that the vessel may have been further damaged by insertion of the introducer sheath. As a treatment, two additional vbx devices were implanted. No further bleeding was noted. The endovascular treatment was discontinued and the procedure was completed. On (B)(6) 2020 the patient expired. It was reported that, upon returning to the ICU after the procedure, the patient's hemodynamics were unstable, and the patient's condition did not recover. Reportedly the physician was unable to determine a specific cause of death. It was also noted that the physician was unable to confirm bleeding after the procedure. No autopsy was performed, and therefore the cause of patient death was not identified. According to the physician, the relationship between the patient's death and the gore devices could not be denied. Reportedly, either the vbx devices, the gore sheath, and/or the non-gore balloon may have caused vessel damage, which led to the bleeding during the procedure. The bleeding, treated with the second set of vbx devices placed very close to the patient's common femoral artery, may not have been enough to completely stop the bleeding even though the physician did not find any bleeding at the end of the procedure. It was also noted by the product specialist that the patient had a ventricular fibrillation (vf) during the procedure, and blood pressure dropped due to the noted bleeding. The vf was treated and the patient's blood pressure recovered. Although the patient did not have additional bleeding noted, and was stable at the end of the procedure, the patient became hemodynamically unstable after returning to the ICU, followed by death. Intestinal necrosis was also noted. The physician reported that the intestinal necrosis may have caused or contributed to the patient's death, and that necrosis may have occurred due to reduced intestinal blood flow. One suspected cause of reduced intestinal blood flow was suggested to be occlusion of the patient's internal iliac artery as the patient's left internal iliac artery was intentionally covered with the proximal vbx device.